Manufacturer narrative:
Concomitant medical products: evolutpro-29 transcatheter valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion due to a rise in thresholds on the right ventricular (rv) lead and left ventricular (lv) lead. The device, rv lead and lv lead were all explanted and replaced. No patient complications have been reported as a result of this event.